Event description:
Homecare provider performed monthly check up at pt's home and found that the high and low pressure alarms were not functional. No harm reported. Pt was not on vent at the time of the reported complaint.